Manufacturer narrative:
Speaker 1 and power supply were replaced. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version check (ver.2.10). Unit was checked overall, run in tests then no abnormality was confirmed.

Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The service technician while checking the unit identified occurrence of 'primary alarm failed' in the diagnostic event log. There was no patient involvement.